Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line separated from the cartridge. A supply change was performed to address the issue. Customer's blood glucose level was 110 mg/dl.